Event description:
A note, attached to a device on the repair shelf said, "the monitor said battery 1 was low, then while hooked up to a pt, it stopped reading and went back to broken lines and batteries were dead. When later used it said both batteries were fine. Both batteries were changed this morning."